Event description:
It was reported that device is at early elective replacement indicator. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lasted 39% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. No internal battery short was found. It was noted there was a small amount of lithium material found in the area of the battery anode separator opening, but the material was not in direct contact with the adjacent cathode. Performance data collected from the device indicated that the device recorded eri (elective replacement indicator) on (B)(6) 2010 which was approximately 38 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated that the device recorded eri on (B)(6) 2010 approximately 38 months after implant. Analysis of the device is in process; the results will be forwarded when available.